Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. It was noted that implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed and the device would be reprogrammed on next follow up at clinic. There were no consequences to the patient.

Event description:
New information noted that the patient presented to clinic with post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the pptwos on (B)(6) 2021. The patient condition was stable.